Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling the cartridge with 250 units of insulin. Reportedly, the cartridge was changed to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.